Manufacturer narrative:
The broken equipment was not sent back. Based on purchasing history, it was at least 8 years old. Based on the photos provided, the device was damaged, straps missing, additional velcro glued on. Owner's manual says, "warning: before and after each use, inspect the table top, components, and accessories for possible damage, excessive wear, or non-functioning parts. Carefully inspect all critical, accessible areas, joints, and all moving parts for possible damage or non-function. Damaged or defective parts should not be used or processed. Contact mizuho osi service for repair or replacement."

Event description:
It was reported that the chest support assembly broke with a patient on the table. Patient was not injured. Break was at top of the side walls on both sides where it starts the attachment over the table rails. Velcro to secure to the tabletop was missing on both sides.

Event description:
It was reported that the chest support assembly broke with a patient on the table. Patient was not injured. Break was at top of the side walls on both sides where it starts the attachment over the table rails. Velcro to secure to the tabletop was missing on both sides.